Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, pt developed left knee redness, warmth and stiffness along with increase in joint fluid wbc count after treatment with synvisc for an unk indication. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however, info regarding pt's history of allergies to drugs is requested for better assessment.

Event description:
This serious unsolicited device case received from united states on (B)(6) 2013 with live f/u received on (B)(6) 2013 from a physician's assistant via a company rep. The case involves a (B)(6) female pt, whose left knee swelled and was hot, red, painful and stiff after receiving treatment with synvisc. It was reported that left knee was aspirated (left knee effusion) and white blood cells were seen in the synovial fluid (synovial fluid white blood cells positive). No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date, the pt initiated treatment with synvisc injection, with batch/lot number w12052 (dose, frequency, route of administration and expiry date: unk). On (B)(6) (year unspecified), the pt received the third synvisc injection of the series. On an unk date, it was reported that the pt's left knee swelled and was hot, red, pain and stiff. On unk date, the pt received treatment with naproxen sodium (aleve). On (B)(6) (year unspecified), cloudy fluid was aspirated from left knee (left knee effusion) and aspirated from left knee (left knee effusion) and cultured. It was reported that 15,000 wbcs were seen in the synovial fluid (synovial fluid white blood cells positive) but there was no infection. On unk date, the pt received treatment with corticosteroids. Pain subsided after aspiration and steroid injection. On (B)(6) (year unspecified), it was reported that the knee was still a little stiff but much better. Action taken: unk corrective treatment: naproxen sodium(ptc) was initiated and conclusion was pending for the same.